Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2016. Patient's mother stated that they were on the last day of use for the transmitter. A new transmitter paired successfully. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 05/22/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.